Manufacturer narrative:
The device was returned for analyses. The reported difficult or delayed positioning (leaflet grasping), difficult or delayed positioning (leaflet capture), and difficult or delayed activation (clip deployment) could not be tested during the returned device analysis as the clip was not returned and they were related to procedural conditions. The reported retraction problem was observed as material protrusion. Additionally, the actuator mandrel was noticed to be bent at the proximal end. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no lot-specific issue. All available information was investigated, and a cause for the reported retraction problem could not be determined. The reported difficult or delayed activation (clip deployment) appears to be due to the reported retraction problem. The observed material protrusion/extrusion of the actuator mandrel (proximal) was a result of the reported retraction problem. The observed bend in the actuator mandrel appears to be a result of the reported material protrusion of the actuator mandrel (proximal); therefore, related to the reported retraction problem. The reported difficult or delayed positioning (leaflet grasping) and difficult or delayed positioning (leaflet capture) appear to be due to the reported poor image resolution during procedure; therefore, related to procedural conditions. There is no indication of a product issue with respect to manufacture, design or labeling.na

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report difficult clip deployment. It was reported this was a mitraclip procedure performed to treat grade 4 degenerative mitral regurgitation (mr). The first clip was implanted successfully. To further reduce mr, a second clip was advanced to the mitral valve. Imaging was challenging, due to the low resolution of the imaging equipment. Grasping and positioning the clip was difficult. There was inadequate leaflet insertion during the first two grasping attempts and loss of leaflet capture of the anterior mitral leaflet during the third grasp attempt. Eventually after six grasp attempts, adequate leaflet insertion in a2/p2 and acceptable mr reduction was achieved. During clip deployment, when the actuator knob was retracted, the entire actuator coupler was exposed while the actuator mandrel remained stuck in the delivery catheter (dc) handle. The dc handle was gently retracted and then the clip detached from the dc tip. The gripper line was then removed followed by the removal of the clip delivery system. The final evaluation confirmed that the clip remained implanted, stable without increase of residual mr compared to pre-deployment assessment. Mr was reduced to 1-2. There was no reported adverse patient effect and no clinically significant delay during the procedure. No additional information was provided.